Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty placing the left ventricular (lv) lead due to patient anatomy and multiple attempts were made. Post implant, the patient was experiencing phrenic nerve stimulation and the lead was exhibiting high thresholds and no capture. The lv lead was ultimately programmed off due to discomfort while in the hospital. The patient was brought back for lv lead modification to optimize the location and decrease phrenic nerve stimulation. During the lead revision, ¿guidewire fragments lodged in the lumen¿ when the guidewire broke during the procedure. The lv lead was removed and replaced during the lead revision. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.